Manufacturer narrative:
Evaluation of the returned jet7 revealed a kink near the hub. During functional testing, the jet7 was flushed with air while submerged in bleach solution and air was observed exiting the catheter from beneath the strain relief. The strain relief was unraveled, and the catheter was observed to be fractured. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), a non-penumbra sheath, and a guidewire. During the procedure, while the physician inserted a jet7 into the patient, the physician broke the proximal end below the hub of the jet7. Subsequently, blood leakage was observed. Therefore, the jet7 was removed. The procedure was completed using a non-penumbra aspiration catheter, the same velocity, and the same sheath. There was no adverse effect to the patient.